Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer reported that quality controls (qc) resulted high out of range and a discordant result was obtained on a patient sample. A siemens customer service engineer (cse) was already at a customer site. The integrated multisensor technology (imt) was indicating precision issues. The cse power flushed the imt module, and verified operation in diagnostics mode. The cse replaced the v-lyte diaphragm pump assembly as it appeared to be leaking. A patient precision testing and qc were run, resulting acceptable. The cause of the discordant, falsely elevated sodium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated sodium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument and an alternate dimension rxl instrument, resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.